Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt mentioned friday night it felt like their whole insides were jumping around. Pt clarified it felt like the ins was doing flip flops inside of them because the pt has some loose skin. The patient was redirected to their healthcare provider to further address the issue.